Event description:
On (B)(6) 2010, the pt reported the piston rod of her insulin infusion device is not returning and is making a strange noise. She said she is using the proper battery with the proper battery setting. She stated she has previously had to manually push the piston rod back but today it will not return. The strange noise occurs when the piston rod is returning. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.